Event description:
A falsely elevated troponin I result of 3.56 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested on the same analyzer and a result of 0.37 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of 0.29 ng/ml was obtained. The patient was sent to the cardiac cath lab. It is unknown if a cardiac cath was performed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specs.